Manufacturer narrative:
Recently otto bock healthcare lp performed a retrospective review across all products manufactured in (B)(4). During the review this malfunction was discovered and it was determined to be reportable based on the criteria outlined in 21 cfr 803. Device not returned, eval from pictures.

Event description:
This event occurred in (B)(6). The pyramid adapter broke while the patient was walking at home in the kitchen. The patient was said to have fallen and hurt their hands. There were no serious injuries reported and the patient did not seek medical attention. No further details were provided for this event.